Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt #3: pt experienced a right distal tibia/fibula fracture and was implanted with a nail and four (4) screws on an unk date. Pt had a non-union on the medial wall of the tibia and the tibia is partially healed. It is not stated in the study if the pt was revised. No further info was available. It cannot be verified if the product is synthes product. This is 2 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.